Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited one episode of oversensing following a ventricular pace. It was also noted that the ventricular pacing threshold had increased. The patient did not stay immobile as directed by the physician following the implant procedure, and removed the sling shortly after the procedure.